Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of cassette malfunction was not verified. The event log did show errors of cassette not attached properly. The downstream occlusion sensor will be replaced in service as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd prizm hpca pump has a cassette malfunction. No reported adverse effects.